Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no evidence of anomalies found.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and variable rv and superior vena cava (svc) impedance since the box change (B)(6) 2015. The implantable cardioverter defibrillator (ICD) device was reprogrammed. It was also reported that there was a grommet and/or setscrew problem, and probable issue with fixating svc coil connector inside the header at box change. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.